Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited noise. It was noted that the noise continued to get worse. On (B)(6) 2019, the lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
External insulation abrasion was noted at 18.4-18.6 cm from the connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise.